Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A complaint lot history check was performed on lot # 1027026 for does not attach as intended. This is the 1st. Related complaint for does not attach as intended on lot # 1027026. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the bd nano¿ 2nd gen pen needles was not functioning. The following information was provided by the initial reporter: the main problem with the 2nd gen is they are more difficult to attach to my insulin pen ¿ the same pen manufacturer I have used for years. Maybe because the 2nd gen is smaller or some other reason, but it does not want to go on straight and generally I have to try several times to attach them to the pen. No injuries or harm other than occasional pain inserting/removing needle from body ¿ possible due to a burr on needle tip.